Event description:
It was reported that during a t&a, four evac 70 wands failed when connected to the controller. Two wands would register settings for ablate and coag but would not deliver energy, and the other two wands would register settings 0's for ablate and coag options when plugged in. The fa coblator controller, the settings registered on the controller, but it was not delivering the energy to the tissue. The procedure was cancelled. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). D10, concomitants part numbers and lot numbers: the following are the part numbers and lot numbers reported: pn: eica5872-01 and lot numbers: 2147289 (2 devices) and 2131995 (2 devices). All of the devices mentioned contributed to the cancellation of the procedure. D4, exp. Date: expiration dates for each of the 2 lots reported: 21-feb-2027 (2147289), 27-sep-2026 (2131995). H4, mgf. Date: manufacturing dates for each of the 2 lots reported: 21-feb-2024 (2147289), 27-sep-2023 (2131995).

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection observed the power button is jammed in the on position and the lid and bezel are damaged. A functional evaluation revealed the unit can be turned on by plugging in power. The unit had no issues producing output voltage to wands. No accessories were returned with this device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include rough handling or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.